Event description:
It was reported by patient's mother that the patient had been hospitalized due to hypoglycaemia on (B)(6) 2025. The patient's blood glucose level was initially 103 mg/dl when he attended an appointment; however, he experienced seizure at the premises. Emergency medical services were called and glucagon was administered by injection bringing bg value to 54 mg/dl after treatment. In response to the event, the patient's pod was suspended dextrose IV was initiated. The patient was then transported to emergency room, admitted for 5-6 hours and subsequently discharged later that same day following stabilization with intravenous dextrose therapy. The customer wore the pod through the whole ER visit and into the next day. Insulin was manually suspended for about 4 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.